Event description:
In 2009, caldera medical became aware of a case from date unknown in which desara mesh extruded through and became exposed. Doctor followed usual protocol of prescribing topical estrogen cream, but still had problems with exposed area.